Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested the returned devices with negative standard. In our quality control laboratory, all the returned devices tested yielded valid and accurate negative results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate with returns. Source: phone.

Event description:
Reported 1 false positive result. The consumer communicated the result was confirmed negative by molecular (pcr testing).